Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a damaged display screen.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the lcd pcb was broken due to physical damage, which confirmed the original complaint issue. However, as the damage was not due to a malfunction of the device and there was no allegation of a serious injury or death, this is no longer an FDA reportable event.

Event description:
Dealer is stating that the unit has a damaged display screen.